Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was interrogated prior to implant, and exhibited a gray longevity bar as opposed to a green bar. The device was set aside and interrogated the following day, when it continued to exhibit a gray bar. The device was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis revealed that the hybrid was functional throughout 201 hours of biased exposure in the 85c/85% humidity chamber. The analysis was terminated since the hybrid was fully functional with no battery depletion mechanism, such as high system current drain or pors observed. Battery analysis revealed that the analysis of blackwell battery from returned device (B)(4) has concluded. No issues were found with this battery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.